Manufacturer narrative:
The explanted pump was returned to the manufacturer for evaluation. The report of hemolysis and suspected pump thrombosis was confirmed based on the evaluation of the returned pump. Upon disassembly of the returned lvad pump, a thrombus formation was found adhered around the inlet bearing cup and ball. The thrombus ring revealed areas of denaturation and also appeared to form in laminated layers, indicating that it developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was operating. Although a specific cause for the development of the thrombus could not be conclusively determined through this evaluation, it was obstructing approximately 50-60 percent of the blood flow path and could have contributed to a decrease in blood flow, resulting in the low flow alarms. The thrombus could have also caused increased drag on the rotor, resulting in the pump power elevations. The partial obstruction of the blood flow path could have also contributed to the reported hemolysis. Upon removal of the deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or electrical shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 40 days. The device was returned for investigation. The evaluation is not yet complete. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. When the patient was seen in the clinic on (B)(6) 2015, it was noted during device interrogation that there was a no external power event that lasted for over 5 minutes. The backup battery engaged at the time. The patient explained that she had inadvertently disconnected both cables, and due to having a hard time with pain in her hands it took a while to get the cables re-connected. The patient's lactate dehydrogenase (ldh) was elevated from 394 u/l to 907 u/l. The patient was admitted to the hospital. A review of the system controller log file by the manufacturer's technical services representative noted that over approximately 23 days of data there were nine double power cable disconnects with engagement of the emergency backup battery. There were no other unusual events noted; however the pump did appear to be running slightly below the set speed when compared to prior speed data. During this admission the patient had multiple echocardiograms (echo) and a thromboelastography (teg) was performed. At that time the ldh was trending down to the 400 u/l range. On (B)(6) 2015 the patient was noted to have multiple low flow alarms. (B)(6) 2015 the patient's ldh was in the 500s u/l range. A speed echo was performed that showed severe left atrial and left ventricular enlargement. The left ventricle end-diastolic diameter was 6.8 cm and the end-systolic diameter was 5.5 cm. The interventricular septum was midline. The aortic valve was opening with every heart beat until the speed was ramped up to 11000 rpm when it remained closed. The pump speed was increased from 9200 rpm to 9400 rpm. The physician indicated the findings were highly suggestive of pump thrombosis. The patient was placed on a heparin drip and coumadin. The patient was reported to be stable and feeling okay. On (B)(6) 2015 it was reported that there had not been any elevated pump power readings until this morning when power spikes with speed drops were observed. The log file review noted that the pump power appears to be trending upward. The pump is running closer to the set speed of 9400 rpm than it was at 9200 rpm, though the speed continues to trend slightly lower than the set speed. It was reported that a pump exchange was to be scheduled for a later date. On (B)(6) 2015 the patient's pump was exchanged. No event information was received between (B)(6) 2015 and notification of the pump exchange.

Manufacturer narrative:
(B)(4).